Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell black particles in the surface of the shell, crease flat, wear abrasion and brown particles in the surface of the shell/gel. A microscopic analysis was performed which identify, a sharp edge broken assessed, as unidentified tear broken. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a broken sharp in the anterior side assessed, as unidentified (tear) opening.

Event description:
Device has been explanted.